Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump and as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.